Manufacturer narrative:
"As the stent remains implanted in the patient and the index procedure was approximately six months prior to the adverse event, the device was not requested for return. The review of the device history record could not be performed at this time as the lot number has not been provided. The investigator believes the event is not related to the device but possibly related to the index procedure. The sponsor agrees with the investigator assessment. Additionally, patient's vascularity and decompensating heart with ef of 37% are most likely contributed to this event. Restenosis is labeled in the cobra pzf instructions for use as a potential adverse effect. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency. Aware date note: aware date note: celonova biosciences was initially made aware of this event on 25-apr- 2017; as this event had occurred prior to u.s. Product approval, it was not reported at that time. Per celonova biosciences management review of complaints, it was determined by management (02-aug-2018) that the event should be conservatively reported."

Event description:
"Per the medical affairs' assessment: a (B)(6) male with a history of heart disease, atrial fibrillation (afib) on oral anticoagulant (oac), and chronic renal failure presented to the hospital with acute myocardial infarction (stemi). The patient was enrolled in the ecobra registry. The coronary angiography showed acute occlusion in the proximal lad (left anterior descending) with timi flow 0. A thrombectomy was performed and a 3.5 x 15 mm cobra pzf stent was deployed with direct stenting at 14 atm (atmosphere) on (B)(6)2016. Two days after the procedure, the patient had an episode of afib followed by renal failure which was medically treated one day later, and ischemic cerebral vascular accident (cva) 3 months later due to carotid occlusion (followed by thrombectomy) and poor compliance with oac. Six months after the index procedure ((B)(6) 2017), the patient was admitted to the hospital with dyspnea, orthopnea and lower limbs edema. Cardiac echographs showed severe bi-ventricular dysfunction, (ejection fraction) ef:37%, and coronary angiography showed chronic occlusion at the ostial lad. Attempt to revascularize the vessel was interrupted due to nausea, vertigo and vomiting. "Per the medical affairs' assessment: a (B)(6) male with a history of heart disease, atrial fibrillation (afib) on oral anticoagulant (oac), and chronic renal failure presented to the hospital with acute myocardial infarction (stemi). The patient was enrolled in the ecobra registry. The coronary angiography showed acute occlusion in the proximal lad (left anterior descending) with timi flow 0. A thrombectomy was performed and a 3.5 x 15 mm cobra pzf stent was deployed with direct stenting at 14 atm (atmosphere) on (B)(6) 2016. Due to the severe decompensated heart and renal failure, the patient was rescheduled to return one month later for cardiac evaluation and attempt to re-vascularize the lad. Four days later, the patient was hospitalized due to ventricular arrhythmia necessitating electric shock under anesthesia. Three days later, an angioplasty was performed and the ostial and proximal occlusion were pre-dilated and 2 drug eluting stents (2.25 x 28 mm and 3 x 18 mm) were implanted successfully. The investigator believes the event is not related to the device but possibly related to index procedure. The sponsor agree with the investigator assessment. Additionally, patient's vascularity and decompensating heart with ef of 37% are most likely contributed to this event."